Event description:
Drive devilbiss healthcare received a report from a caregiver stating that the end user of the oxygen concentrator smoked a cigarette during use of the oxygen concentrator although she had been previously warned not to do so. As a result, the oxygen concentrator device was burned and the end users carpet also was burned. The end user was not injured.